Event description:
A report was received that the patient was experiencing pain around the area where the paddles are located especially when the stimulator was turned on. The physician believed it was procedure related. The patient was given lidoderm patches for lead site pain. The patient was doing fine.